Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation, it found that the right atrial lead exhibited noise oversensing. No intervention was performed. The patient status was unknown.